Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 66-year-old male patient (210 pounds) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a dissection of the common iliac artery. A vascular surgeon was consulted. During the procedure, a dissection of the common iliac artery was noticed in the patient. They went retrograde aortic into the left ventricle, the physician decided to switch to a different curved smarttouch sf catheter. When the physician was advancing the new smarttouch sf catheter, the physician felt a lot of resistance. The dissection of the common iliac artery was then confirmed via intracardiac echo (ice). The dissection of the common iliac artery was also confirmed by the vascular surgeon as well. A venogram was performed on the patient and no medical intervention was provided. The patient is being monitored and is in stable condition. Additional information was received. The adverse event was discovered while using the product. The cause of the event was due to the procedure and difficult patient anatomy. Vascular surgery was called in for consultation but no intervention was provided. The patient outcome of the adverse event was fully recovered. The patient did not require extended hospitalization because of the adverse event. Discharged the next day. A long sheath was not being used.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 01-sep-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 21-sep-2022. It was reported that a 66-year-old male patient (210 pounds) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a dissection of the common iliac artery. A vascular surgeon was consulted. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).